Manufacturer narrative:
The device has not been returned for investigation. The manufacturing records for this serial number were reviewed and nothing notable was found. The user facility was unable to provide the disposable set used in the case, nor a lot number. When the rapid infuser exhibits a "high pressure" alarm, the messages on the screen instruct the user: "high pressure detected check patient line for blockage" and "high pressure detected check recirc line for blockage." In addition, page 17 of the operator's manual offers additional recommended operator actions and references the guide "match the infusion set to flow rate and fluid type" on page 10 of the manual. This guide contains a chart to help the user choose an appropriate cannula size for their desired flow rate and infusate. The cannula size used in this case was not reported. We have reached out to our distributor to try to obtain this information. It was reported that the procedure was completed successfully and there was no harm to the patient. Without additional information, it is difficult to determine what occurred in this case. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
Our distributor received a complaint from the user and relayed the following report: "it started to clog in the small reservoir and also in the patient line. The system was flushed with bolus infusion during the procedure, the disposable was changed due to the clog and the procedure could proceed without problems. The clinic has not provided the reservoir lot number and hasn't saved the disposable set (thrown away). Pictures." Our distributor then followed up with the following information: "the system was used under an operation for spinal stenosis with an estimated time of almost 10 hours. The problem occurred after a total of 8 hours of infusion. And the system had been used for transfusion of both prbc and ffp no ringer lactate/acetate was infused through the system. After the clot was detected (the system alarmed for high pressure) they changed the disposable and continued the procedure without problem. The patient was not injured. Unfortunately, they haven't saved the lot on the disposable and has thrown it in the garbage. (They saw it as a problem with slow infusion or no infusion during a long procedure)."